Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient's mother reported that the patient's blood glucose level increased to 18 mmol/l (324 mg/dl) while wearing the pod between 24 and 36 hours. Due to persistent hyperglycemia, the pod was inspected and it was observed that the adhesive had lifted, the cannula had become dislodged from the infusion site (arm), and insulin was leaking. As treatment, a new pod was applied.